Event description:
During a case, dr (B)(6) of (B)(6) regional health system, (B)(6) was using a mid1 to dissect around the right pulmonary vein of a pt and he damaged the vein. He put the pt on by-pass and placed a couple of sutures to close the tear. The case was completed using the same dissector with no additional issues or clinical consequence to the pt. The dissector is not being returned because the surgeon indicated that the product was not at fault.

Manufacturer narrative:
(B)(4). Info is unk about actual device involved in event. The most recently purchased lot numbers were 12268 and 12400. Expiration date for 12400 - 08/2009, 08/2007. Eval summary: the device involved in the event was discarded, so a retained sample was evaluated. A retained sample was not available from 12400, so a sample was tested from 12268. The retained sample was evaluated for functionality with no issues noted. The device history record was reviewed for 122268 and 12400 and no anomalies were noted related to this event.